Manufacturer narrative:
The insulin pump passed the displacement test and self test. However, the pump failed the sleep current measurement and active current measurement due to moisture damage on the electronic assembly. Also, moisture damage on the vibrator and motor assembly noted during visual inspection. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump's battery lasted only 3 days and received low battery alarm. Customer performed all troubleshooting. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.